Event description:
The customer reported that the ac power module power connection was broken.

Manufacturer narrative:
(B)(4): the customer reported that the ac power module power connection was broken. The ac power module was replaced under warranty which resolved the failure. There have been no further reports of this issue from this customer site. The unit remains at the customer site with the new module installed.